Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The instrument was received fully applied. Microscopic inspection of the instrument revealed that the jaws were misaligned. Functionally, the empty cartridge precludes firing evaluation; however, the interlock was engaged and properly prevented the jaw from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the misaligned jaws condition may occur if the distal end of the device is subjected to excessive manipulation during application of the instrument. Our instructions for use warn against the action that was taken. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device could not load the clip. The procedure was completed with another device. There was no patient injury.